Event description:
Pt has temporary epidural catheter with marcaine infusion via MFR's pump with remote adapter. Epidural filter and another MFR's connection. Pump will not infuse with this set up. Alarms "high pressure." When connector is removed, it infuses fine. (Also see 1008758, 1008759).